Manufacturer narrative:
If remedial action initiated, check type, corrected data: initial report inadvertently did not select "notification".

Event description:
During a periodic programming history database review, it was found that high impedance was first observed in (B)(6) 2018.

Event description:
It was reported that high impedance was observed on the patient's vns during an interrogation. Diagnostic results indicated that the vns was still able to deliver the programmed output current. A review of device history records revealed that the generator passed quality control inspection prior to distribution. Follow up revealed that the patient was experiencing no clinical symptoms. X-rays have not been reviewed by the manufacturer to date. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No additional relevant information has been received to date.